Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was replaced related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse identified a small piece of shell. Wire in the interconnect cable connector causing a misconnection and corruption issue. The sold state hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.